Event description:
Consumer contacted dexcom to report no audio output. The consumer did not report any medical intervention or injuries.

Manufacturer narrative:
(B)(4). Evaluation of the returned device confirmed the reported no audio output. The root cause was determined to be a defective g4 speaker assembly (B)(4).